Event description:
Customer reported using 2 different vials of comfort curve strips from the same lot. Reported blood glucose results of 102 mg/dl from one vial and 189 mg/dl from the second within 10 mins on the advantage system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.